Event description:
The hcp initially reported the patient presented with "altered mental status". The hcp then reported that the pump was in stopped pump mode for 4 days due to overdose after catheter access port troubleshooting procedure. The patient is on lioresal intrathecal 2000mcg/ml in periodic bolus infusion mode receiving 177mcg bolus doses every 2 hours. A follow-up report will be sent if additional information becomes available to us.